Manufacturer narrative:
The lead was successfully repositioned with no further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead presented to the emergency room with pain in the chest area five days post implant. An echocardiogram was performed, which revealed a perforation of the heart wall, however, there were no signs of a pericardial effusion. An invasive procedure was performed to reposition the lead. When the helix mechanism was retracted, the patient developed a pericardial effusion. A pericardiocentesis was successfully performed.